Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was downstream occlusion sensor being out of calibration. This was determined to be a reportable issue. The downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned due to a cassette error. The customer¿s allegation was confirmed, potentially caused by the downstream occlusion sensor being out of calibration. This was determined to be a reportable issue.